Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized on (B)(6) 2014 for 4 days due to high blood glucose. The customer was wearing the pump at the time of his hospitalization. The pt's blood glucose at the time of hospitalization was 600mg/dl. Customer stated that she was receiving a no delivery alarm on the pump. No further info provided.